Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery needed to be replaced. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that the battery was connected to a known good ups and allowed to fully charge, prior to testing. Under battery power and with a load applied consisting of a 500w lamp, the ups shut down after one minute and forty seven seconds. The battery should power the load for at least three minutes. Failure confirmed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the system was plugged in overnight but when disconnected from the wall it would turn off in less than a minute. There was no patient involved with this issue.